Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). During a case of three-point bone flap fixation , using craniofix2, when the surgeon cut the pin of the clamp one by one , all the three upper-disks detached from the shaft at the same time. The three failed products were replaced with brand new ones (craniofix2). Products reported in separate medwatch reports: 2916714-2016-00282; 2916714-2016-00283; 2916714-2016-00284.